Event description:
On (B)(6) 2018, an asd was measured to 18mm and a 22mm amplatzer septal occluder was selected for implant. After placing the device in the left atrium, the device deployed deformed, cobra-head shaped. The device was retracted and re-sheathed four times and re-deployed deformed on each attempt. The device was removed from the patient and also deployed deformed. A 20mm amplatzer septal occluder (lot number: 5072166) was chosen as replacement, and was implanted successfully. There were no patient consequences.

Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. There was a small tear in the distal disc patch, which had no effect on its functional performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.